Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was found that the patient's leadless pacemaker had unexpectedly gone into back-up operation due to watch dog. No intervention was performed. The patient was stable.